Event description:
Unplanned hospital wide cpoe and electronic care record breakdown resulted in tardiness of administering and in frank missed doses of medications. Considering the size of the institution, it is possible that other patients were adversely affected by comparable delays and omissions.